Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Lifevest is exacerbating pre-existing conditions from medications. Patient reported one of the medications entresto, makes the patient itchy. Patient described the area as itchy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an itch pill for the skin irritation. The outcome of the irritation is unknown.